Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 452 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The pump was received with a cracked retainer. The following were noted during visual inspection: minor scratched display window, scratched case, stained keypad overlay, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 08-sep-2020 in the pump history file. On (B)(6) 2020 00:56:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during basal. On (B)(6) 2020 01:06:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during basal. On (B)(6) 2020 20:50:33.000 battery removed. On (B)(6) 2020 20:50:33.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2020 20:50:45.000 battery inserted. On (B)(6) 2020 20:50:45.000 alarm alert notification. Fault number = failed batt test (58). The battery inserted on a battery change does not have sufficient voltage. On (B)(6) 2020 20:50:59.000 battery removed. On (B)(6) 2020 20:50:59.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2020 20:51:00.000 battery inserted. On (B)(6) 2020 20:51:00.000 alarm alert notification. Fault number = failed batt test (58). The battery inserted on a battery change does not have sufficient voltage. On (B)(6) 2020 20:53:18.000 battery removed. On (B)(6) 2020 20:53:18.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2020 20:53:27.000 battery inserted. On (B)(6) 2020 20:53:27.000 alarm alert notification. Fault number = failed batt test (58). The battery inserted on a battery change does not have sufficient voltage. On (B)(6) 2020 20:53:34.000 battery removed. On (B)(6) 2020 20:53:34.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2020 20:53:59.000 battery inserted. On (B)(6) 2020 21:28:41.000 battery removed. On (B)(6) 2020 21:28:41.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2020 21:28:54.000 battery inserted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. No delivery after estimate zero not confirmed. Failed batt test not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Damaged retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.